Event description:
A customer reported a past event of high blood glucose, although the specific highest level was displayed as "high" and remains unknown. Cause was not known. To manage the high blood glucose, the customer removed the pump and used multiple daily injections (mdi) for four days before reattaching the pump on (B)(6) 2025. Technical support recommended the customer consult with their healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer understood and acknowledged this advice.